Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was in 300 mg/dl or may be 400 mg/dl. The customer was assisted with troubleshooting. Customer did not mention any treatment related to high blood glucose event. The customer was not using auto mode. The customer stated that the cannula was bent. The device will not be returned for analysis.